Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving multiple inappropriate shocks. Externalized conductors, noise, low pacing lead impedance and decreased r-wave amplitude were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 13.6cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.